Manufacturer narrative:
One sample was received with original packaging opened. A visual inspection revealed the sample was used and had activated completely. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7004941. A manufacturing review revealed that no equipment, instrument, process and/or surfaces could have caused the customer's reported defect. An absolute root cause for this incident cannot be determined as the sample received was activated with no exposed cannula and bd could not confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after injection the needle from the 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system failed to retract. No medical interventions were done, there was no injury.